Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no patient involvement. The machine was removed from the floor, a clog was found in the drain.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via CAPA. The investigation is pending; a supplemental MDR wil be filed at the completion of the investigation.